Event description:
Left revision total hip arthroplasty performed 10/98. Radiographic history indicates that the prosthesis loosened inferiorly and a gap between the pelvis and implant construct developed. Iliac flange portion of the recovery cage fractured at the junction between the flange and plate. Component was revised 2/01.